Event description:
The customer reported to olympus that the evis exera iii video system center had a e315 unsupported scope error with the 190 series scope. There was no patient harm associated with this event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported an e315 error when the video center was connected to cv-190 scopes. Through tac troubleshooting, the conclusion was that an maj-1430 cable was connected to the cv-190, which confused the cv-190. Tac advised the customer power off all devices, remove the maj-1430 cable and power back on. Customer agreed to try the advised steps but did not have the system available at the time. Three attempts were made to obtain additional information and device return status, but no response was received from the customer. To date, the device has not been received for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. D2: additional product code: fds, nwb.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned to olympus, and the root cause could not be identified. No further information could be obtained. The instruction manual of cv-190 (drawing no. Gt6776) describes the following, and the reported phenomenon might be prevented by following the descriptions: [3.1 precautions for installation and connection] ¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.